Event description:
It was reported that the programmer screen was blank, that it would not "load up." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was blank, that it would not "load up." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer screen was blank and therefore the liquid crystal display was replaced. Analysis also found that the latch tab on the power cord bay door was broken, the left keyboard hinge was broken, the latch on the keyboard was broken, the system fan was noisy, the programmer handle was broken and that there was a loose electrocardiogram connector on the link electronic module board. All found defective parts were replaced. (B)(4).